Manufacturer narrative:
No product to be returned.

Event description:
Information received a smith medical silicone - bivona tubes neo/ped tts flange came apart during mechanical ventilation. The patient is ventilator dependent. Photos were provided to reveal damage. No adverse patient events reported.